Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had withdrawal symptoms, seizures; "almost died". It occurred during a refill session. It was stated that the physician informed the patient while in the hospital that the pump was off; it was turned on again. Drug delivered was morphine. A follow-up report will be sent if additional information becomes available.